Event description:
It was reported that the patient had a flipped pump, pocket revision and fluid discharge from the pump pocket. The flipped pump confirmed and a surgical intervention was performed. Upon opening the pump pocket to flip the pump the correct way, as the healthcare provider (hcp) dissected the tissue, pus drainage was noted. Following the initial draining of pus, there was no additional. The hcp continued dissecting tissue and confirmed the pump was flipped. The pocket site was cultured; the pump was refilled and re-anchored correctly. The hcp then irrigated the wound and closed. Reporter stated there were no patient symptoms/injuries related to this event. The implanted pump remained in service. The medication in the pump was infumorph and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8703w, lot# l36315, implanted: (B)(6) 1995, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (b)6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).